Event description:
It was reported that a user who had just started using the ilet experienced hyperglycemia, with blood glucose elevated to approximately 327 mg/dl for about 90 minutes after eating breakfast and announcing the meal after the meal; follow-up showed improvement to 299 mg/dl, and the user received education to announce meals before eating. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.